Event description:
It was reported approximately one day post implant that the patient experienced a pneumothorax. The pacing leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.